Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implant table neurostimulator (ins). It was reported that the patient has progressive burning throughout her entire body when the stim was turned on. The patient said that the issue started happening in may. The patient said the issue was not present when stim was off. The patient did not report any significant event leading to the symptoms. Visual inspection of the battery site was performed by the hcp. X-rays and CT scans were ordered. Impedances were within normal range except for electrode 15 which was over 10,000. This electrode was not used in programming. An x-ray confirmed that the patient had a different manufacturer's lead. After discussion with the hcp, the hcp wanted the patient to follow up with her surgeon post CT and x-ray for a possible lead revision. No further complications were reported.